Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2019-17858. It was reported that the patient presented for a routine interrogation in clinic. It was noted that multiple episodes of noise were observed on the atrial and ventricular lead. Atrial pacing lead impedance was also below the normal range. Other parameters were stable. Programming changes were made to decrease ventricular sensitivity. The atrial lead was to be monitored. The patient denied any symptoms before, during and after the interrogation. The patient's condition was stable.